Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported that for the last week she has awoken with an elevated blood glucose reading of 200 mg/dl with her recommended range being under 150 mg/dl. Symptoms are stomach ache and frequent urination and she corrected her reading by bolusing insulin through her infusion device. The patient was advised to discuss the effect of hormonal activity on her blood glucose levels. On follow up with the patient four days later, she stated she is doing well and her levels have returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.